Manufacturer narrative:
The event history was downloaded from the pump for the date of the event, (B)(6) 2019, and was reviewed. At 15:06 an infusion was started on channel a with a rate of 23.5 ml / hr and a vtbi (volume to be infused) of 500 ml. This programming is the one reported by the customer. At 18:25 the device was disconnected and starts working in battery mode. At 18:39 the device shows low battery warning and at 18:40 it shows battery depleted n252. When the device shows this error the infusion is stopped and the device turned off. Tests associated with the failure reported by the customer in the service center are performed, the device is turned on in battery mode, an intravenous set is introduced and replicates the error found in the history ¿battery depleted n252¿, this alarm was audible and visual. Instantly the device turns off. Battery replacement is performed to perform the test associated with the customer again. The device passed the battery test. The probable cause for the device to have stopped the infusion was battery depleted.

Manufacturer narrative:
The device was received and is pending investigation.

Event description:
The customer reported that a plum a+ went off and the infusion was suspended. The medication involved was methotrexate 250mg in 100cc/30min and the programming was 2600mg in 500cc/23.5hrs; however, from 6 am to 7:15 pm the device only infused 85.5cc. There was patient involvement and the speed of the medication had to be increased, but no adverse event and no one was harmed as a result of the event.